Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when the patient presented for follow-up, it was noted that the device failed to deliver a shock. The device¿s algorithm accommodated the failure and switched vectors to deliver a successful shock. No further information was available.

Event description:
New information received notes that the patient went into vf and the device aborted the first shock due to low impedance. The second shock was successfully delivered and converted the rhythm to sinus. The therapy was delayed and it didn't cause any adverse event to the patient. Physician elected to explant and replace both device and rv lead. Patient was stable.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.